Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo sling was implanted into the patient on (B)(6) 2009 for stress urinary incontinence. Along with the sling placement, a laparoscopy with fulguration of endometriosis, hysteroscopy, d & c, drainage of left ovarian cyst, transobturator tape, and cystoscopy were also performed to treat abnormal uterine bleeding, chronic pelvic pain, and left ovarian cyst. The patient was placed in the supine position at the start of the procedure. The exam under anesthesia revealed a mobile cervix and uterus, rotation and descent, hypermobility of vesical neck and no mass. Hysteroscopy showed unremarkable endometrial and endocervical cavity. Fractional curettage was performed and tissue was obtained. The physician then moved to the abdomen. A tranverse 5-mm incision was made in the intraumbilical fold. Inspection of the upper abdomen showed liver surface, diaphragm, gallbladder, stomach, and greater omentum were normal. The appendix was not seen. The terminal ileum, cecum, and retrosigmoid were normal. There was no free fluid, no peritoneal lesions outside of the pelvis, and no evidence of inguinal hernia. The size of both ovaries, tubes, and uterus were normal. Ureters were not dilated and peristalsed normally. A 2 cm clear cyst was found on the left ovary which was treated with bipolar coagulation resulting in the drainage of clear liquid. This was not consistent with endometriosis. Multiple endometriotic lesions were found on the surface of the uterus, most of which were red. Powder burn and clear bubbles were also present. Most of the lesions were found on the left side of the pelvis over the left uterine vessels posteriorly. These were treated with bipolar coagulation. The aggregate size of the lesions was 12mm sq. No injuries occurred. The area was closed with 4-0 vicryl and steri-strips were applied to the incision. The procedure then returned to the vulva. A 2cm long mid sagittal incision was made through the vaginal mucosa under the urethra, starting a centimeter from the meatus. Underlying tissue was dissected free and the vaginal angle was opened. Local anesthesia was placed in the genitofemoral creases a fingebreadths below the obturator longus tendons bilaterally and into the obturator space. The obtryx halo and insertion needles were placed. 3 mm vertical incisions were made in the genitofemoral creases and the obtryx halo needle were place outward to inward. It was confirmed that there was no penetration of the mucosa. A cystoscopy was performed and showed no abnormality of the bladder, good efflux into the ureteral orifice, and no penetration, ecchymosis, or any other disturbance of the mucosa, bladder, or urethra. The scope was removed and the mesh was applied to the introducer needles and brought. Another cystoscopy was performed with normal findings. The plastic sheath was removed and mesh was placed without tension at the mid-urethral level. The anterior vaginal wall was closed with running wide bite 3-0 vicryl sutures. Mesh was then trimmed from the vulva and it was noted that there was no mesh penetrating the vaginal mucosa. The two genitofemoral crease incisions were closed with interrupted 5-0 vicryl sutures. Betadine soaked packing was placed in the vagina. Hemostasis was complete and no injuries occurred. The patient was awakened from anesthesia and transferred to recovery in stable condition. It was reported to boston scientific corporation that on march 12, 2021, the patient underwent transvaginal excision of the obtryx sling along with urethrolysis, urethroplasty, and concomitant autologous fascial sling placement with cystourethroscopy. The indication for the procedure was mesh extrusion, stress urinary incontinence, and microscopic hematuria. General anesthesia was induced and the patient was placed in the dorsal lithotomy position. A pfannenstiel incision was made and the vaginal portion of the procedure proceeded. Cystourethroscopy showed calcified mesh traversing the mid urethra from about a centimeter distal to the bladder neck. An inverted u incision was marked out from about a centimeter proximal to the urethral meatus to the bladder neck. The skin was incised and dissected and mesh was identified in the right lateral sulcus. After dissecting laterally toward the left sulcus, the urethra was opened by dissecting medially. A large amount of calcification was removed from the mesh. Dissection continued laterally toward the left sulcus and transected the mesh. Urethral repair was then performed. 4-0 interrupted vicryl sutures were used to reapproximate the urothelium. The urethra was closed transversely to minimize the risk of urethral stricture. A leak test was performed to ensure the repair was watertight. A second imbricating layer of periurethral tissue was used for a second layer of closure. The previously created flap was closed using 3-0 vicryl sutures. Sling placement proceeded. Periurethral tunnels were created from the bladder neck, under the pubic bone, and perforating the endopelvic space on the left and right side. Curved stamey needles were passed from the suprapubic incision onto the surgeons fingers and guided through the vaginal incision. Cystourethroscopy showed no bladder or urethral injury. The graft was then prepared by plicating the ends of 3-0 prolene sutures. The sutures were threaded through the stamey needles and brought out through the suprapubic incision. The graft was anchored over the bladder neck in four quadrants using 4-0 vicryl. Sutures were then tied down loosely. The vaginal skin was then closed using 2-0 vicryl. The vagina was packed and the abdominal incision closed with vicryl, monocryl, and skin glue. The procedure was complete, the patient was awakened from anesthesia and transferred to the pacu in stable condition.